Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and low blood glucose on (B)(6) 2020. Blood glucose level at the time of hospitalization was 401 mg/dl and low blood glucose level was 30 mg/dl before going to hospital and 60 mg/dl at the tiome of hospitalization. Customer also experienced the low blood glucose. Customer was treated with intravenous drip and food intake for high and low blood glucose. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose. Customer did not allege pump was under delivering. Troubleshooting was done for the high blood glucose. Auto mode did not active at the time of high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected alarm that the pump stopped and to install a new reservoir noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.